Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Medtronic representative went to the site to test the equipment. The representative reported that they were able to confirm the reported issue. To resolve the reported issue, the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not progress past stand alone mode. The reported issue occurred when a collimator error message appeared as well on the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the power conversion enclosure passed the supplier's test. No functional problem found by supplier. However, the supplier noticed that one of the chassis cover was bent which does not contribute in any way to the reported complaint.

Manufacturer narrative:
Correction: patient was present and imaging system was discontinued for the procedure. There was no reported impact to the outcome of the patient. Patient information not provided due to (B)(6) patient privacy regulations.